Event description:
The customer called to report that the insulin pump was submerged in water. The customer stated that water got inside the liquid crystal display. The reported blood glucose reading was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump also had a cracked and broken end cap.